Manufacturer narrative:
Information was received on 5-nov-2019 indicating that the event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a missing battery cover. During analysis, the reported "lec 1830" problem was not able to be duplicated. The pump was run for several hundred activations without any errors appearing. When the pump was opened, the motor current was measured and found to be about 50 ma, higher than the normal measurement of 30 ma. Ec 1821 was also present in the event log. The motor was drawing too much current. Service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "lec1830". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.